Manufacturer narrative:
Supplement # 1 medwatch submitted to the FDA on 20/dec/ 021. Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6). 2021. A deflated balloon returned with light blue coloration. As the device was not received with the fill tube, a sample fill tube was used for device testing. The balloon inflated as intended; however, due to two small slits on the shell the balloon deflated. Under microscopic analysis, the small holes on the shell have jagged edges which is consistent with a surgical removal instrument. While the balloon was inflated, the slit valve was submerged under water and there were no bubbles visible; therefore, the valve does not leak. The complaint could not be verified as it is uncertain the cause of the deflation with the returned device due to the slits on the shell having jagged edges for removal.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 28/oct/2021. A review of the device labeling notes the following: the current orbera¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation, vomiting and early removal" as follows: "the physiological response of the patient to the presence of the orbera ¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." "Deflated device should be removed promptly." Additional information: the device has not been returned for analysis. A device history record (DHR) review was performed for reporting purposes. The subject product met all specifications and requirements in effect at the time of manufacture. There were no other complaints in the apollo database against this lot number af04533.

Event description:
Balloon was found to be partially deflated, balloon was removed for patient safety.